Manufacturer narrative:
A system explant due to low impedances was reported to abbott. The device was not returned for analysis; however, logs and/or assessment report were assessed and indicate that the lead impedances were too low to enable MRI mode. Based on the information received, the issue was confirmed; however, a single definitive root cause was unable to be conclusively determined.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 3. Reference MFR. Report#: 1627487-2017-06129, reference MFR. Report#: 1627487-2017-06128. It was reported the during a hospital visit on (B)(6) 2017, the patient was unable to set the ipg to MDR mode. The patient received an error message indicating ¿MRI is not advised¿. In turn, the patient had a CT myelogram performed wherein the results were inconclusive. An impedance check revealed low impedance readings on all lead contacts. Consequently, the patient underwent surgical intervention wherein the entire scs system was explanted.